Manufacturer narrative:
(B)(4).

Event description:
The customer reported a false negative reaction of a known combined anti-e and anti-c with biotestcell-i11. Customer sent us the patient sample but not the complained lot of biotestcell-i11. The sample was tested with the retention sample of biotestcell-i11 in the indirect anti-human globulin technique. The sample reacted positively. Furthermore the sample was tested in the enzyme method and reacted strongly positive. The sample was also tested in the liss/coombs gelcard of diamed and reacted also positive. The performed tests confirm the weakness of the anti-c and the preference of the anti-e for reacting in enzyme technique. Additionally the affected lot of biotestcell-i11 was tested with a known anti-e and anti-c. All positive and negative reactions were correct.